Manufacturer narrative:
The reported events of capture, high impedance, and sensing anomaly were not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - b1 - adverse event should have also been checked correction - b2 - required intervention should have been checked correction - b5 - the statement should have said the device was explanted the next day rather than during the implant procedure correction - d6b - the explant date of (B)(6) 2021 should have been included correction - h1 - serious injury should have been checked rather than malfunction correction - h6 - additional surgery should have been the impact code rather than prolonged surgery.

Event description:
Correction: the abnormal sensing, high capture threshold, and high impedance were noted after implant. The device was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the pacemaker exhibited abnormal sensing, high capture threshold and high pacing impedance. The leads were tested and exhibited normal parameters. The pacemaker was removed and replaced. The patient was in stable condition.